Manufacturer narrative:
Qn# (B)(4). Teleflex received the device for investigation. The reported complaint of iab helium loss alarm is confirmed. An external leak is confirmed at the iabc bifurcate around the fos adhesive. The root cause of the leak at the bifurcate fos adhesive is manufacturing related. A non-conformance has been initiated to further investigate the issue. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Event description:
It was reported after insertion of the intra-aortic balloon (iab), the staff began to get persistent possible helium loss alarms. The staff tried to reposition the iab, however the alarms continued. There was no blood noted in the tubing. The staff swapped out the intra-aortic balloon pump (iabp) for a second iabp, but the alarms continued. The staff then switched out the iab for a second fiberoptic iab and everything went well with the second iab with no further alarms. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported after insertion of the intra-aortic balloon (iab), the staff began to get persistent possible helium loss alarms. The staff tried to reposition the iab, however the alarms continued. There was no blood noted in the tubing. The staff swapped out the intra-aortic balloon pump (iabp) for a second iabp, but the alarms continued. The staff then switched out the iab for a second fiberoptic iab and everything went well with the second iab with no further alarms. There was no report of patient complications, serious injury or death.